Manufacturer narrative:
(B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination identified that the hypotube was broken 56.3cm distal to the distal end of the strain relief and there were multiple hypotube kinks throughout the length of the shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion noted a break in the midshaft 26.2cm from the distal tip. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other issues were identified during the product analysis.

Event description:
It was reported that a delivery shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was fractured. The procedure was completed using another of the same device. No complications reported, and patient was stable after the procedure. It was further reported that the device was completely removed from the patient's body using the normal method.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that a delivery shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was fractured. The procedure was completed using another of the same device. No complications reported, and patient was stable after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6). B5 - describe event or problem: updated.

Event description:
It was reported that a delivery shaft fracture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, the delivery shaft was fractured. The procedure was completed using another of the same device. No complications reported, and patient was stable after the procedure. It was further reported that the device was completely removed from the patient's body using the normal method.